Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states the unit is shutting off. No alarm.

Manufacturer narrative:
The underlying cause documented on the return fields in (B)(4) is defined as the manifold pilot valve is defective.

Event description:
The dealer states the unit is shutting off. No alarm.